Event description:
It was reported that the right atrial lead exhibited loss of sensing when the patient was in atrial fibrillation during a normal device change out procedure. The lead was capped and replaced on (B)(6) 2017. The patient was stable during and after the procedure.